Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that 57 months post implant the pt arrived at the hosp with severe back pain. A computed tomography scan demonstated a type ii endoleak between the aortic cuff and the bifurcated stent graft with enlargement of the aneurysm. The pt was scheduled for placement of an aortic cuff. Due to the medications the pt was taking the procedure could not to have been performed for 48 hours. The pt's aneurysm ruptured prior to surgery and expired. It was reported that an autopsy report is pending as well as the explanted stent graft. Medtronic has not received the explanted stent graft. Films were reviewed by an outside independent physician and his analysis determined: the cause of the rupture was due to the separation of the proximal cuff and main body of the device. The exact cause of the separation of the devices cannot be determined from the limited information available. Rupture could have been prevented with earlier treatment.